Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an intermittent audio output and a hypoglycemic event occurred. The patient reported that she missed a low alert during her sleep. Upon waking, her continuous glucose monitor (cgm) value was 50 mg/dl. While drinking orange juice, the patient passed out and hit her head. She woke on her own, contacted her husband who took her to the emergency department. The patient received staples for her head laceration. At the time of contact, the patient was in stable condition. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.